Event description:
Voluntary medwatch received from user facility reporting an over-delivery of lipids. The report reads: "on 11/2000, 500 cc of lipids infused in 1 hour 10 minutes. Device #1 was reportedly set at 21 cc/hour rate and indicated 47cc had been infused but IV was empty. Pt was not injured due to the incident." Further contact with the customer verified the above info. The customer contact reported that there were no medical interventions required and there was no adverse pt event. Though requested, there was no further info available.